Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no unusual noises/sounds emitted by the cycler during the treatment tests. The cycler underwent and passed a system air leak test, a valve actuation test, and a load cell verification test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issues were not confirmed, but an encountered failure of dim screen during the investigation was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to fluid retention after they were unable to drain. Prior to the hospitalization the patient had called in to report being unable to drain and experiencing pain during drain. The patient was advised to contact their pd registered nurse (pdrn) to report the pain. The pdrn followed up three days later to request a replacement cycler. The pdrn indicated that the patient was hospitalized from (B)(6) 2019 because they were unable to drain and were retaining a lot of fluid. The pdrn also indicated the patient was receiving the patient line is blocked alarms and the cycler was making noises during draining. The pdrn followed up and left a voicemail stating the patient was hospitalized due to cardiac related issues and nothing to do with the liberty select cycler. The patient's fluid retention was cardiac related. The patient's wife believed the cycler was the issue, however, that was not the case, but the pdrn requested the replacement cycler anyway. The patient received the replacement cycler and continues to complete pd therapy with no issues. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.